Event description:
It was reported during a routine implant procedure that there was difficulty interrogating this pacemaker device. The physician removed the device and implanted a different manufacturers device. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.